Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during an ankle fracture procedure, when the surgeon was inserting the ar-8925t, knotless tightrope w/driver, syn repair, ti, the suture was stuck around the release button. When the surgeon pulled on the suture to try and free it from the button the suture broke. The surgeon made a second incision and removed the entire ar-8925t, knotless tightrope w/driver, syn repair, ti, from the patient. The case was completed using a different ar-8925t, knotless tightrope w/driver, syn repair, ti 9, (lot number: 10253873).